Event description:
The customer stated that he removed the leaky reservoir from pump.

Manufacturer narrative:
Inspected one opened reservoir and found reservoir leaking at the barrel due to cracked barrel.